Event description:
Pt implanted on (B)(6) 2012, with tfn nail and helical blade, returned to surgeon complaining of hip pain. X-ray and clinical exam revealed the helical blade had migrated medially into the acetabulum. The pt was returned to the operating room on (B)(6) 2012; surgeon removed the helical blade and replaced it with a shorter tfn lag screw. The nail and distal screws remained implanted. The surgeon completed the procedure, and the pt is reportedly doing well following the procedure.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.